Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter was defective / damaged on (B)(6) 2025, at 10:00 a.m., the nurse needed to perform an enhanced CT on a patient, and found that the enhancement had failed.the reason for the failure was found to be a rupture of the intravenous indwelling needle syringe, which resulted in the leakage of most of the contrast agent, leading to the failure of the enhancement examination and the wastage of a bottle of contrast agent. So, the nurse replaced the contrast agent and the needle in time, and performed another IV contrast on the patient.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Ar-code (catheter defective / damaged & leakage with power injector) --a review of the applicable fmea/eura (a-eura--srd-rm0019 rev:16) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information available.